Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 7 instances of moisture ingress failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 20 allegations of a malfunction, 16 pumps were returned to animas and investigated. Of the investigated pumps, 16 were found to be malfunctioning due to moisture in the pump with battery compartment leaks and display lens leaks. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 20 malfunction events. A review of the events indicated that the one touch ping model pump experienced a moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 7-64 years of age and between 25 and 220 pounds. Of the reported patients, 10 were male, 10 were female, and 0 were unknown.